Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The catheter was returned with blood and contrast visible in the inflation lumen, on the shaft and in the loosely-folded balloon. This is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon located 1.5 mm proximal to the distal shoulder. Although it was noted that the lesion was not heavily calcified, no other patient anatomical information was provided, which may have aided the investigation. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Scanning electron microscopy (sem) analysis determined that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. There was mechanical damage and pushed material observed on the outer surface at the leak. In this case, the balloon material was likely damaged (scratched) from an interaction with other devices and/or the patient anatomy, such that the balloon ruptured upon inflation attempt. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information received, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies.

Event description:
It was reported that during pre-dilatation in the mid left anterior descending artery, the rx voyager balloon ruptured during the first inflation at 12 atmospheres. The device was removed from the anatomy and a voyager nc was used successfully to complete pre-dilatation. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.